Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during a bilateral anterior sacrospinous fixation with mesh reinforcement procedure using an uphold vaginal support system, the physician encountered a small amount of resistance during insertion of the capio device in tissue. After he fired the leg assembly through the tissue and removed the capio device from the patient, he noticed that the needle, with approximately 1cm of suture, had detached. Reportedly, the detached needle and suture were captured inside the capio device. The physician took a stand-alone suture, knotted it to the affected leg, and completed the procedure with this amended device. There were no complications to the patient, who was stable at the conclusion of the procedure.